Event description:
The customer reported that the sys continued to beep after the tech released the x-ray on switch. This happened outside of a procedure and no pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The sys was tested and found to be working as intended and put back into svc.